Manufacturer narrative:
Gehc surgery field service engineer replaced lift motor power supply, tested system by moving lift column up and down several times. Unit is working as intended.

Event description:
Customer stated lift column is not going down. Cause: lift motor power supply has no output.